Manufacturer narrative:
During testing, corrosion was in the battery compartment and on the battery door of the device. The cause of the corrosion was leakage from the disposable batteries. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device required service. This does not indicate a reportable malfunction. However, during verification testing at the service center corrosion due to leakage from the disposable batteries was noted in the battery compartment of the device.